Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: on (B)(6) 2011 - the patient was diagnosed with pelvic organ prolapse, anterior rectal internal intussusception (rectal prolapse). The patient underwent a two part procedure which included a sacral colpopexy with implant of a ventralight st mesh, anterior rectopexy followed by a proctoscopy and a posterior colporrhaphy. The attorney alleges the patient experienced unspecified adverse patient outcomes associated to the use of the device.